Manufacturer narrative:
(B)(4). Device evaluation pending.

Event description:
It has been reported AED displayed self test warning and shut down during deployment. At this time patient status is unknown.